Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unexplained power on rests were observed in the black box. The battery compartment was observed to be cracked at the case seal. There was no damage found to the returned battery cap which was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap and there were no power interruptions duplicated. The returned battery cap contact width and height measurements were in specifications. Several manual date changes were observed in the black box; on (B)(6) 2014, the year displayed 2013 to 2014, to 2013. The total daily doses for 04/13/2014 appeared to be inaccurate due to the manual date changes. The alarm history showed only typical usage alarms. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit observed. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging an intermittent power issue with the pump, and that the patient subsequently experienced elevated blood glucose (bg) over 600 mg/dl with headache and symptoms of dehydration. The reporter denied the presence of ketones. The patient¿s bg was reportedly treated with insulin via the pump based on phone advice received by a healthcare provider. The reporter noted that the patient had an upper respiratory infection at the time of the alleged bg excursion. The power issue reportedly occurred with a battery change, and the issue remained unresolved with use of a new battery. The reporter confirmed that the battery cap was able to secure to the pump properly and that the yellow o-ring was not visible at the time of the power interruption. There was reportedly no damage to the battery compartment or battery cap, and no visible moisture in the battery compartment. The patient reportedly discontinued insulin pump therapy. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to an alleged power issue with the pump.